Event description:
Additional information received reported that patient was scheduled for a revision on 2013 (B)(6). It was later reported that patient¿s full system was replaced and the patient was now getting good coverage. It was later reported that the event was due to a sudden loss of coverage and high impedances. It was noted that there was not normal battery depletion and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 37752, serial# (B)(4), product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID neu_stylet_acc lot# unknown; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 37713 restore, serial #(B)(4)) found no anomaly. Analysis of the lead (lead 3778-60 1x8, serial #(B)(4)) found all of its body conductors broken and anchor site unknown. The conductors were broken in the body of the lead at 23.7 cm from distal end. Outer insulation was pinched at the same location. All circuits were open. Analysis of the lead (lead 3778-60 1x8, serial / lot # (B)(4)) found all of its body conductors broken and anchor site unknown. The conductors were broken in the body of the lead at 20.0 cm from distal end. All circuits were open.

Event description:
The patient¿s leads were going bad and there was something wrong with the system/therapy. The lead ¿kind of worked¿ but he was feeling stimulation in his coccyx and around his anus, which was uncomfortable. He was able to change the stimulation by palpating the ins and flexing his buttock. His pain was no longer being addressed by the therapy. There were no further programming options due to the damaged system. A revision was going to occur. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy but was working with the doctor or manufacturing representative. It was noted that the patient was waiting to hear from the health care professional. It was further reported that the patient's stimulation had gone out again for the second time and it had been a month. It was noted that this was the second revision in 3 years and something was wrong. The reporter noted the patient did not take narcotics and sometimes could hardly walk. It was further reported that x-rays revealed nothing abnormal according to the health care professional. It was noted that no malfunctions were seen or cause of the issue determined. No interventions were yet taken and the status of the patient was the same.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.